Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was not confirmed. Could not duplicate customer stated problem during testing. The main board was replaced as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error 41171 during testing. No patient injury was reported.